Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke during the insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is not confirmed due to the returned device not being observed to be broken. One unpackaged ar-4020c-06 fastthread biocomposite interference screw 6 x 20 mm was received for investigation. Visual evaluation of the returned device noted the screw was bent. No fractures were observed. Functional testing was not performed due to the damage to the device. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the found failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Refer to investigation photos.

Event description:
Further information was provided that the broken screw was removed out of the patient.